Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hyst. (Partial), salping. (Unilateral),oophorectomy (unilateral)). At the time of the report, the menorrhagia, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: (B)(6) 2008 (discrepancy noted as per ppf). Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was replaced by dysmenorrhea (cramping), menorrhagia and uterine fibroids added. Suspect drug stop date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.